Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) punctured. The procedure was completed with manual compression. No patient issue has been reported. The doctor experienced the issue with the device and removed it from the patient. Upon inspection, the puncture was noted. The balloon didn't inflate. The patient had a significant degree of calcification in the artery, and it is suspected that the balloon perforated due to this. The devices were not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. The reported events of ¿balloon-balloon loss of pressure¿ could not be observed as the devices were not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, access site vessel characteristics (the patient had a significant degree of calcification in the artery, and it is suspected that the balloons perforated due to this) and/or concomitant device factors most likely contributed to the punctured balloons reported since calcification around the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) resulted punctured. The physician used another 6/7f mynx control vcd but the same issue happened. The procedure was completed with manual compression. No issue on patient has been reported. The doctor experienced issue with the device and removed it from the patient. Upon inspection, the puncture was noted. The balloon didn't inflate. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional review. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) punctured. The procedure was completed with manual compression. No patient issue has been reported. The doctor experienced the issue with the device and removed it from the patient. Upon inspection, the puncture was noted. The balloon didn't inflate. The patient had a significant degree of calcification in the artery, and it is suspected that the balloon perforated due to this. The device will not be returned for evaluation.